Event description:
The customer reported having multiple issues with their defibrillator: failure to charge, failure to sync, print strip/summary, can't adjust wave form.

Manufacturer narrative:
The customer reported having multiple issues with their defibrillator: failure to charge, failure to sync, print strips/summary, can't adjust wave form. The unit was evaluated at philips, and the multiple symptoms were verified. The evaluation of the device revealed that the bezel assembly cable connector was not fully connected to the key scan pca. Reseating the connector resolved the issue. We consider this failure the result of an incomplete connection.